Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Additional event information provided by sales rep on states the following: revision surgery was performed on (B)(6) 2024. Before the revision surgery, it was thought that the patella in question appeared to be damaged, but when the surgery was performed, it was found to be cleanly removed and resemble a dislocation. The patella in question was not damaged or worn in any way. Aseptic loosening or femoral imps were placed slightly medially during placement. Therefore, the surgeon mentioned that the clamping at the time of dislocation + patella imp placement may have been loose, and technical aspects may have been the cause of this problem. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the surgery via tka with the patella implant in question at this hospital. The date is unknown, but the patella implant in question was damaged. The sales rep was informed that a revision of the patella implant is scheduled to be performed on (B)(6) 2024. Details such as implant size are currently unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.